Manufacturer narrative:
Biomed requesting status update for field correction order implementation. Advised caller when part is available, philips rep will be contacting customers to schedule onsite. Caller advised there is nothing wrong with the unit.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 22oct2020.

Event description:
The customer reported issues with alarms. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported.